Manufacturer narrative:
Product event summary #evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 non-defib lead: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient had throat surgery. After surgery, the physician attempted to reprogram the device back on and noticed that some of the parameters were different, and all of the alerts were programmed off. Performance data was collected from the device and there was no sign of an electrical reset or memory error. It was determined that the physician must have inadvertently hit "get nominals". The device was reprogrammed to original settings and alerts were turned on. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient had throat surgery. After surgery, the physician attempted to reprogram the device back on and noticed that some of the parameters were different, and all of the alerts were programmed off. Performance data was collected from the device and there was no sign of an electrical reset or memory error. It was determined that the physician must have inadvertentlyhit "get nominals". The device was reprogrammed to original settings and alerts were turned on. The device remains in use. No patient complications have been reported as a result of this event.